Event description:
It was reported that the patient had an implantable neurostimulator (ins) implanted in 2009 and the battery went out on that. The patient¿s health care provider (hcp) replaced the ins and leads and the patient was on the operating table for 2 hours and wasn¿t exactly sure what the hcp did. It was noted that the patient didn¿t know if the implant stopped due to normal battery life because they had an hcp and were taking different stuff. The first implant wasn¿t working for a while and it had been months and months that it hadn¿t been working. It was reported that the first implant didn¿t provide the same relief as the patient was experiencing now with the second implant. The patient had a new hcp now and was taking different things and wasn¿t sure why it was different now.

Manufacturer narrative:
Concomitant medical products : product ID: 3889-28, lot# v379989, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).